Event description:
The customer reported that clenz solution leaked from a coulter lh 500 hematology analyzer onto a counter in the laboratory. The instrument was not processing patient samples at the time and there were no erroneous results generated in connection with the leak. The operator was wearing a lab coat, gloves, and goggles. There were no reports of direct contact with the leak or of injury as a result of the leak.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found and replaced damaged tubings to two pinch valves to resolve the leak. The fse performed verification of the instrument to meet specificized requirements per established procedures. (B)(4).